Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported there was high impedance on electrode #0 at 10,000 ohms or greater. The patient's ins was scheduled to be explanted due to end of service (eos) on (B)(6) 2018, however the patient had been hospitalized since (B)(6) 2018. The patient was programmed to 90 us, 130 hz, bipolar, 3-, 0+. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. Additional information received from a manufacturing representative (rep) indicated the ins was explanted and replaced. The new ins was implanted and an impedance check was performed. The cause of the high impedance was unknown; although the issue of high impedance was not resolved, there was no problem with the therapy impedance of the electrode that was used, therefore the ins was replaced as planned and the treatment was continued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.